Event description:
The reporter stated that the surgeon attempted to insert an aa4203tl one piece silicone lens with toric optic. Prior to insertion into the eye the lens would not advance in the cartridge. No patient contact or injury.